Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the apollo micro catheter (model: 105-5096-000 lot: a921240) found that the apollo total length was measured to be ~169.5 cm, the usable length was measured to be ~163.4 cm which is within specification (specification: 165.0 cm ± 2.5 cm) and the distal floppy length was measured to be ~23.5 cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0 cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. Onyx residue was found within the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.5 mm which is within specification (specification: 1.0 mm - 2.5 mm). No onyx residue was found with in the apollo distal end. An unsuccessful attempt was made to flush the micro catheter as it was found to be occluded with solidified liquid embolic. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was unable to be confirmed as no damages were found with the apollo micro catheter and the root cause could not be determined. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. H6: method code updated to b19. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was leakage of the liquid embolic in the distal end of the microcatheter. As a result the system was withdrawn. The patient was undergoing treatment of an arteriovenous malformation. It was noted that the patient's vessel tortuosity was minimal and that the devices were prepared as indicated per the IFU. There were no related patient symptoms. The catheter was inspected prior to use, and the leak was observed during prep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the cause of the leak could not be determined, and no premature solidification of the onyx was observed.